Event description:
Olympus was informed that the user experienced image loss during the preparation for use due to a flat connector problem. The gynecological surgery was completed with a different but similar device. No reported delay in the procedure. There was no patient or user injury reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user¿s report of ¿no image,¿ which was attributed to a printed circuit board failure. The socket of the video connector was found dirty. The lock of the video connector socket was out of function. A review of the repair history showed that the device has not been repaired in the last year. The device will not be forwarded to the manufacturing branch center for further evaluation. The investigation is ongoing, and this report will be supplemented when new and relevant information becomes available later.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a defective printed circuit board. The specific root cause of the defective printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.